Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2019) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4 (product catalog no., corporate lot., UDI no., expiry date), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2021 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug and synthetic mesh. Per op notes, ¿a moderate sized hernia sac was identified and separated from the cord structures. The sac was opened and resected. A perfix plug was placed in internal ring and sutured and a synthetic mesh was placed to cover the peritoneum and sutured to pubic tubercle.¿ (B)(6) 2021 - patient was diagnosed with incarcerated recurrent left inguinal hernia and obstruction thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿the scar tissues overlying the external oblique was encountered and excised. The previous mesh was divided. The hernia sac was identified and opened. Some serosanguinous fluid was drained. Loops of small bowel were noted and reduced. The hernia sac was excised. Scar tissue underside of prior mesh was excised. A synthetic mesh was placed and sutured to pubic tubercle.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.